Event description:
Oral and axillary temperatures were 36.4 and sensica 37.2, as the day went sensica temp kept reading higher, as high at 39.8, but oral/axillary was 37.3/37.4. Sensica machine was replaced with new one, but temperature also didn't correlate. Axillary was 37.4 and sensica 41.9. Sensica staff said it wasn't the machines, that it most likely is the catheter temp probe itself. The plan would be when the urinary catheter is out, to save the catheter and send it for interrogation.

Event description:
Oral and axillary temperatures were 36.4 and sensica 37.2, as the day went sensica temp kept reading higher, as high at 39.8, but oral/axillary was 37.3/37.4. Sensica machine was replaced with new one, but temperature also didn't correlate. Axillary was 37.4 and sensica 41.9. Sensica staff said it wasn't the machines, that it most likely is the catheter temp probe itself. The plan would be when the urinary catheter is out, to save the catheter and send it for interrogation.